Event description:
During the last part of a laparoscopic myomectomy, tip of olympus thunderbeat model# tb-0535pc, lot# 2ja093 exp. 2014-09 broke while in use inside pt, the piece was retrieved and matched to broken piece.